Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. It was reported that hm3 lvas, serial number (B)(4), will not be returned for evaluation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including respiratory failure, right heart failure, and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10apr2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a high risk left ventricular assist device (lvad) implantation on (B)(6) 2022. Post status lvad implant, the patient experienced cardiogenic shock, acute right ventricular failure requiring inotropic and vasopressor support as well as a right ventricular assist device (rvad). The patient experienced acute hypoxic respiratory failure requiring mechanical ventilation and veno-venous extracorporeal membrane oxygenation. The patient had an acute kidney injury on chronic kidney disease and was put on continuous renal replacement therapy. The patient underwent a pericardial window where 1l of blood was drained, resulting in a drastic drop in filling pressures and improved mean arterial pressure (map). The patient's right ventricle was mildly dilated. Loculated pericardial thrombosis was found at the right ventricle apex. There was no evidence of tamponade. The left ventricular ejection fraction was at 20% was noted that the patient experienced global hypokinesis of the left ventricle. Minimal cardiac effusion was observed. No aortic insufficiency was noted post-implant. Mild-to-moderate mitral regurgitation (mr) and moderate tricuspid regurgitation (tr) were observed, which were found to be the same as the patient¿s baseline. The patient¿s lvas speed was increased to 5000 revolutions per minute (rpm). The patient was continued on blood pressure and vasopressor medications for blood pressure support. The patient had a hypoxic and hypercapnic episode, thought to be due to increased secretions in mucous plug and was placed back on gas line. The patient ultimately expired on (B)(6) 2022 due to hypoxemic respiratory failure and right ventricular failure. It was reported that the device operated as expected and the death was not considered to be device related.